Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump was had unresponsive keypad. The customer replaced the batteries, but the issue persisted. The customer stated that the insulin pump alarmed low reservoir, but when the customer tried clearing the alarm the insulin pump locked up. The customer's blood glucose was 159 mg/dl. The customer also stated there was fluid present under the lcd display of the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Low reservoir alarm function properly during test. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.